Event description:
It was reported that a catheter revision surgery was scheduled for the patient, but the reason was unknown. It was reported that the event occurred during normal use. The reporter was unable to obtain the patient's status at the time of report. Any symptoms/complications were unknown by the reporter, and the location of the symptom/issue was also unknown. Additional information received indicated that the catheter was explanted and would be returned to the manufacturer for analysis. It was reported that there was a catheter issue and that the catheter was found to be completely broken where the catheter entered into the spine. This was discovered intraoperatively. The patient's symptoms/complications included underdose symptom; in addition, other reported symptoms included photosensitive, nauseous, jittery, itching more than usual (patient had eczema), patient was irritated and unable to sleep for several days. It was reported that the symptoms started in (B)(6) 2012. In addition, the subsequent catheter dye study and rotor study were negative and did not indicate any issues with the catheter or pump. Increasing the daily infusion rate helped temporarily, but by (B)(6) 2010, the physician felt surgical intervention was appropriate. The patient's status at the time of report was alive with no injury/no adverse event. In addition, the infusion rate was decreased post operatively. It was first reported that the device was used to deliver gablofen, but additional information received indicated that the device was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis found a user-related hole in the catheter body. Analysis also found that the catheter body was broken. The catheter was received in 2 segments; the proximal portion was referred to as segment 1 while the more distal portion was referred to as segment 2. However, the anchor and the very most distal portion containing the dispensing holes were not returned. The most distal end of segment 2 had a slight jagged look to it along with a slightly oval shape when viewed in cross section. This indicated that the catheter was compressed at this area and most likely broke at this point. Two separate areas were found where there were holes in the catheter. The proximal pin connector strain relief shroud found on segment 1 had holes on opposite sides of one another about 0.8 to 1 cm from the distal end of the strain relief shroud. On segment 2, holes were found on opposite sides of one another within a couple of millimeters of its distal end, very near the break. However, these 2 sets of holes are possibly related to needle sticks.